Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: 7085858; model: sc-8336-50; serial: (B)(6). Product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 33825872.

Event description:
It was reported that the patient went to the emergency room (ER) due to thoracic pain at the incision site. It was mentioned that the patient had a hematoma. The cause was unknown beyond epidural bleeding. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted devices components will not be returned.